Event description:
Red knee, swollen knee, painful knee, knee effusion, synovial fluid white blood cells increased. Information was recieved on 23-jul-2003 from a nurse regarding a patient, with a history of osteoarthritis (oa) and diabetes. The patient received two injections of synvisc to the right knee in 2003. One day following the second injection, the patient experienced a red, swollen and painful knee. The patient was seen at their physician's office one day after the second injection because they complained of having a horrible night due to pain in their knee. The patient had no fever or chills. The knee was aspirated (amount unknown) and sent for analysis. Results showed cloudy, yellow fluid, negative culture, negative crystals, a white blood cell count (wbc) of 22,770mm^3 and a eosinophilic count of 14. The patient would not receive the third injection of synvisc. At the time of this report, the patient's clinical outcome is unknown. Additional information was received on 14-aug-2003 from the orthopedist. The pt has a history of severe oa for several years that has been treated with nsaids, steroids and a previous synvisc series in 2002. X-ray findings are consistent with severe oa with findings of joint narrowing and osteophytes. Prior to the synvisc injections, the patient had knee pain and slight knee swelling. The patient received two injections of synvisc to the right knee in 2003. After the first injection, the patient's knee was painful, which was tolerable and similar to that prior to synvisc. In 2003, the patient experienced knee pain, knee swelling and knee effusion. By that evening, the pain was severe and the patient had decreased range of motion, which was intolerable. The following day, less than 1cc of yellow, cloudy synovial fluid was aspirated and sent for analysis. The results showed a wbc count of 22,770 / mm^3 with an eosinophilic count of 14. The results were negative for gram stain, culture and crystals. The symptoms were treated wtih an injection of cortisone/marcaine (date and dose regimen unknown) after fluid was withdrawn. 6 days later, the patient continued to have decreased range of motion and tenderness, but the pain was much improved. Manufacturer's comment: synovial fluid or effusion should be removed before each injection of synvisc.